Manufacturer narrative:
Concomitant products: product ID: neu_recharger_acc, product type: recharger a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) stopped working. The ins battery depleted, even though the patient had just charged it. The patient stated that they went back to charge the ins again and the temperature gauge screen came up, so they made sure that they were away from leaning on the back of their chair. At that time, the patient's pain started so bad and they began pressing a bunch of buttons on the implantable neurostimulator recharger (insr). It was reported that the insr was frozen as it was beeping and unresponsive. This was considered to be a sudden change in therapy/symptoms. Troubleshooting steps were performed but it was unknown if it resolved the issue. It was noted that the issues occurred on the day prior to the date of this report and the patient mentioned that they had spoken with a manufacturer representative. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had been able to successfully reset the recharger to resolve their issues and that everything was working very well now. They did note they have a small area on their ankle that did not have coverage so they still had pain there, but the other pain had been resolved. Patient said they did not have a current weight to report.